Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a scan of 8.5mmol/l and had symptoms of vomiting, diarrhea, and "feeling uncomfortable. The customer was then admitted to the hospital where a blood glucose test of 22mmol/l was obtained on the hcp meter and the customer was treated with an insulin injection (dose unknown) for hyperglycemia. An additional sensor scan of 6.6mmol/l was then compared to a blood glucose test of 12.6mmol/l from the hcp meter approximately 3 hours later after treatment. There was no report of death or permanent injury associated with this event.